Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalised on (B)(6) 2020 for high blood glucose with diabetes ketoacidosis and discharged on (B)(6) 2020. The blood glucose at the time of the incident was 740 mg/dl. The customer declined troubleshooting for high blood glucose. The customer also stated that, the insulin pump had insulin flow blocked alarms. The insulin pump will not be returned for analysis.